Event description:
Pt underwent an embolization to treat a pulmonary arteriovenous malformation fed by the right bronchial artery. During the procedure the pt developed marked st-wave changes on their ECG and complained of chest pains. Next day pt developed "treponomin" leak indicating myocardial infarction, but their echo remained normal and no signs of q waves to indicate transmural myocardial infarction. Pt was sleepy, had lid lag and had loss of memory from day prior. Non-contrast CT revealed some new small infarcts. In 2003 pt released from hosp with improvements, 12 days later pt seen in ER for severe neck pain. Cerebral angiogram revealed a vertebral artery dissection with a diminutive right vertebral and left dominant vertebral with antegrade flow preserved.